Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged therapy electrode) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was a broken te #1 therapy electrode the root cause for the damaged therapy electrode was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.